Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported events could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic colectomy procedure, they fired two blue reloads. As they closed the instrument to fire, "they perceived a noise that is not usually there", but continued the firing sequence after fifteen seconds. This noise was nothing they made notice of as they closed the instrument to get it through the trocar. They did in total two firings with the device. Nothing awkward was seen at this stage and the surgery continued. As they were about to do the anastomosis with a circular stapler they saw a hole in the prior staple line from the device. They could not tell if it was the whole staple line that was missing or just part of it. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: regarding the comment ¿they perceived a noise that is not usually there¿ were any of the forces higher or lower than expected (closing, firing or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Was the instrument fired across or near an existing staple line or clip? No. Was buttressing material utilized? If so, which product? No. How was the procedure completed? They converted for other reasons and as they were doing the anastomosis they detected the unstapled bowel, they could see the staples and according to them they the instrument had cut the tissue but the staples were not formed. Please provide the patient¿s sex, age and weight. Male, about 60 y, normal weight what is the current status of the patient? The patient got an stomia and will have to have another surgery. Is there any other additional information you would like to share about this device or procedure? The instrument was in total fired 6 times during the surgery and had been fired on the vessels before the firings on the bowel. The bowel was not thick and very well dissected/clean as they were stapling. The following information was requested, but unavailable: was the patient undergoing radiation or chemotherapy? Please describe the staple formation (malformed or unformed with straight legs). Was there anything unusual noticed about the loading and unloading of reloads? How was the staple formation on the vascular reloads?